Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient's ins was taking too long to charge. Patient stated that they had been using their device for about two years and stated it never took them as long as it took this morning to recharge, further mentioning it had been taking them a couple of weeks. Patient stated that they woke up at 4am on the day of the report to see how long it takes to charge and they stated it took them about 4 hours to fully recharge implant and so there must be something wrong with the recharger. Patient reported that it never took him that long to recharge and that it used to take about an hour or two to fully recharge the implant. Patient confirmed they get all 8 coupling bars and then they lose the coupling. It was reviewed with patient how coupling bars affected recharging time. Patient confirmed they had not noticed any changes to the implant site. Patient declined to troubleshoot as they had already charged their implant in the morning. The importance of antenna placement was reviewed, and how the efficiency bars affect the recharging time was also reviewed. It was suggested for patient to try adhesive discs. An email was sent to repair department requesting for replacement of the recharger antennas as it was damaged. It was reviewed that if the replacement antenna did not resolve the coupling issues, patient would have to follow up with the health care professional (hcp) to get the implant checked. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event. [Refer to (B)(4) for information regarding the patient's broken connector pin.]

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was experiencing poor coupling. Patient said he would just let it recharger and they were unable to do troubleshooting as patient called after he finished recharging ins. Patient said they recharge every other day. No symptoms were reported. No further complications were reported or anticipated with this event.